Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Manufacturer representative reported the patient was having an ins revision the day of the report. It was reported that prior to surgery they tried to read it but couldn¿t and saw that it was 30% charged. They were then able to read the ins with the clinician programmer and noted the impedances looked good. While in or with ins out of the patient, not on metal surface, they attempted to recharge and were getting poor recharge quality (screen 76). Patient¿s family member wanted both the programmer and recharger replaced. It was reported that recharging was taking 2-3 hours. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient¿s spouse on 2019-jan-18. It was reported that it would take 3-4 hours to recharge; the controller was replaced. In (B)(6) 2018, a manufacturer representative (rep) confirmed that the ins shifted/was tilted, and the patient had scar tissue, so the rep discussed the issue with the healthcare professional (hcp) to resolve the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID 97745, serial# (B)(4), product type programmer, patient product ID 97755, serial# (B)(4) product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-08-31 additional information was received from manufacturer representative (rep) reporting that the healthcare professional (hcp) believed that the implanted stimulator was implanted too deep, the manufacturer representative (rep) stated that they have not had contact with the patient, and speculated that the issue had been resolved. No additional patient symptoms, or additional device complications were reported for this event.